Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the rca. It was reported that the resolute onyx would not cross the lesion and when removed from the body, the stent was damaged and could not be used.